Event description:
On (B)(6) 2023, rayner received notification from its brazilian distributor of an event that occurred, during use of a rayone aspheric rao600c. The event description provided states, "after routine preparation for implantation of the lens with provisc, the plunger showed great resistance, and the lens came out torn, in its optical part from the injector. The doctor removed the lens".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states, "after routine preparation for implantation of the lens with provisc, the plunger showed great resistance and the lens came out torn in its optical part from the injector. The doctor removed the lens and implanted a backup one from another manufacturer". The device is not available for return to rayner. The rayone IFU "use of rayone" section "fig 7" states, "if excessive resistance is felt this could indicate a blockage; stop and discard the lens". In this case, injection was continued at the point that resistance was experienced, which is a deviation from the IFU. A review of existing vigilance data confirms, that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c, batch 112203557.